Event description:
Covidien received information stating that the graphic user interface (gui) on an 840 ventilator had reset. There was no patient connected to the device when the malfunction occurred.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and found error codes in the memory log relevant to the malfunction. The cse replaced the gui central processing unit (cpu) printed circuit board (pcb). The cse performed extended self-testing on the device and all tests passed. Covidien reference # (B)(4).